Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed due to lack of sample. From the information present in the complaint, the root cause was determined to be a loose connection between the patient line and the transfer set due to user error. This review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted.the sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted (B)(4) regarding assistance with the homechoice (hc) unit during use. The home patient (hp) was not connected. Per the initial report, the hp stated that she needs to restart the setup with new supplies due to a defective cassette. (B)(4) assisted the hp to cycle power to restart the setup with all new supplies. There was patient involvement, but no injury or medical intervention was reported. A follow up was done via phone. The hp stated that the patient line didn't connect properly to her transfer set; there was a loose connection which caused solution to flow out from the patient line. Hp stated that she didn't open her transfer set for connection yet at that time, so there was no injury as a result. Hp stated it seemed strange that there was a loose connection and she just ended up stopping and ending the therapy and then just notified her nurse. Hp stated that she may not have twisted the patient line to the transfer set enough to make a secure connection, but she wasn't sure. Hp said it occurred only once, and discarded the supplies after therapy. The lot information was unknown. Hp was successfully continuing therapy with no reported injury or medical intervention.